Manufacturer narrative:
The issue was resolved by the user facility after troubleshooting assistance was provided by olympus technical support via the phone. Through communication/interviews with the user facility, performed by olympus technical support, it was learned that the user facility corrected the reported problem upon removing an extension cable, to connect to a boom monitor, from the rear of the olympus cv-190 and connecting directly to the cv-190 without the use of an extension.

Event description:
A user facility reported to olympus that the image produced had "green spots" on it. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined there was no abnormality identified with the subject device.